Event description:
Reporter indicated receiving a communication error message during interrogation. The programming wand was returned to the manufacturer and product analysis was completed. Product analysis detected an open conductor on the serial data cable of the wand. The open conductor most likely caused the communication errors which were reported. No other anomalies were detected.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.